Event description:
The surgeon was provided a list of possible reasons for generator replacement and asked to provide the reason for the patient's generator replacement. The surgeon stated "other - replacement of generator" and listed the patient's settings.

Event description:
Implant card was received stating that the patient underwent generator replacement due to 'failure". A battery life calculation shows that the device has 0 years remaining. It is possible that the 'failure' refers to battery depletion. But no additional relevant information has been received. The explanted generator has not been received to date.